Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery with the product in question. In the surgery, the surgeon connected the product to insert the screw-in screw, but it came off every time he drilled. He had to redo the procedure several times, but after the fourth or fifth time he was able to get it to work. The surgery was completed successfully with no surgical delay. It was assumed that because it was a small skin incision, the soft tissue was intervening and making it easier for the instrument to come off. No further information is available.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: it was reported that on (B)(6) 2024, the patient underwent an unknown surgery with the product in question. In the surgery, the surgeon connected the product to insert the screw-in screw, but it came off every time he drilled. He had to redo the procedure several times, but after the fourth or fifth time he was able to get it to work. The surgery was completed successfully with no surgical delay. It was assumed that because it was a small skin incision, the soft tissue was intervening and making it easier for the instrument to come off. No further information is available. The product was returned to j&j medtech orthopedics' for evaluation. Visual inspection of the returned device found the distal end pin were the device is attached to the multiloc screw was deformed by repeated usage. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cent-sleeve 9.8/5.8 f/lock-scr ø3.5 w/co would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopedics' quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part#: 03.019.019, lot#: 9944377, manufacturing site: werk hagendorf, release to warehouse date: 15 july 2016, expiration date: n/a, supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.